Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent repair surgery on (B)(6) 2019 due to erosion and prolapse. No additional information was provided.